Event description:
Laparoscopic cholecystectomy: during a laparoscopic gall bladder operation, a piece of the grasper broke, and although the procedure was converted to an open procedure, the surgeon was able to locate the broken piece. Doctor has said the piece left in the pt should not harm the pt; however, facility states it remains to be seen if there will be any injury beyond a foreign object in the body. Surgery took 1.5 hours to complete due to research for missing piece. Dr usually completes the surgery in half an hour, but the surgery can take up to 1.5 hrs to complete. Other devices were used for the surgery and another grasper was used to replace the broken one. Surgery converted from a laparoscopic to an open procedure to attempt to retrieve the piece. The location of the break is on the distal end of the device, non movable jaw. In addition, x-ray confirmation of retained piece was initiated at facility. X-ray confirmed 1.6 cm retained piece in right upper quadrant (behind the kidney).

Manufacturer narrative:
Manufacturing site evaluation: evaluation is on-going. Waiting for product return.